Event description:
It was reported the customer was hospitalized for high blood glucose and went into a coma. The mother stated, the insulin pump has no programming and the alarm history revealed different error alarms.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.